Event description:
Per the edwards lifesciences territory manager report, during a transapical tavr procedure, after gaining access to the lv apex the guide wire inadvertently ensnared 2 chordae tendineae. Nothing unusual was noticed on tee until the physician attempted to pass the ascendra 3 delivery system when resistance was encountered and there was an "unusual bend" noticed on angio. Upon removal of the ascendra 3 delivery system the echocardiographer reported severe mitral insufficiency and noted possible chordae tendineae rupture. The decision was made to convert to a surgical avr procedure and replace both the aortic and the mitral valves. At the end of the procedure the patient was stable and was transferred to ICU. The patient expired on the next day. Per the physician, ¿when they went in to try and save him, his entire heart fell apart because of all of the steroids and immunosuppressant¿s he was on from his recent kidney transplant.¿ the surgeon said that while he was attempting to replace the mitral valve he simply ¿pulled and it came out like butter.¿

Manufacturer narrative:
Per the device¿s instructions for use complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to mitral valve impairment/damage. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. In most cases this condition does not require intervention. If the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. In this case, it appears that chordae tendinae rupture was due to a procedural complication. Per report, at the beginning of the case the guide wire inadvertently ensnared the chordae tendineae. This could have caused the reported resistance while advancing the delivery system and the rupture noted upon the device removal. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.